Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen was unresponsive in certain spots. The fse cleaned and calibrated the touchscreen and the issue was resolved.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement.